Event description:
During an atrial fibrillation ablation procedure under general anesthesia using an inquiry steerable ep catheter, the anesthesia team received the pt experienced anaphylaxis. Ensite velocity patches were applied to the pt. The pt's rhythm was atrial fibrillation and blood pressure was normotensive at the beginning of the procedure with a systolic reading of 120mm hg. The physician inserted the inquiry steerable ep catheter into the femoral vein via non-sjm introducer. One minute later, the pt's rhythm was atrial fibrillation with a rapid ventricular response and she became hypotensive with a systolic reading of 40mm hg. External cardioversion was performed to terminate the rhythm, which converted the pt to sinus tachycardia. The physician and the anesthesia team believed the pt was experiencing an anaphylactic reaction. Adrenaline and other drugs were administered. St elevation was then noted in chest leads v1, v2, and v3, which resolved spontaneously five minutes later. The pt's skin was noted to be red, so all velocity and rf patches were removed in case of allergy. The pt recovered and was discharged in good health. All equipment used during the procedure was sent for analysis and the pt's allergies were checked. No allergies were noted in the pt's chart. The physician is unsure what may have caused the anaphylactic reaction at this time and indicated there were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported anaphylaxis could not be conclusively determined.